Event description:
It was reported that the patient¿s catheter came loose and his healthcare provider (hcp) was going to fix it within the next 45 days or so. It was indicated that the patient had a pain pump. It was later reported that the patient did not have concerns with his device or therapy. It was also indicated that the patient still had concerns regarding his device or therapy, but was working with his doctor or manufacturer representative. The patient had an appointment scheduled for (B)(6) 2014. The patient¿s old catheter pulled loose from his spine.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the catheter was dislodged and a catheter revision was performed on (B)(6) 2014 because the existing catheter migrated out of the intrathecal space. It was noted the healthcare provider (hcp) was unsure of the timing of this as they inherited the patient and record keeping was poor. It was also reported the pump was programmed to minimum rate mode prior to the revision on the date of this report. The patient had increased pain and during the catheter revision, they noted that the guide wire of the first 8598a ((B)(4)) was approximately 2 inches from the tip of the spinal catheter segment when fully inserted. It was thought it had broken off so they tried a second 8598a. It was noted typically the guide wire goes nearly to the end of the spinal portion of catheter. A second 8598a ((B)(4)) was opened and the same thing was discovered. The second spinal segment was the one that was implanted. The first 8598a kit and the guide wire from the second 8598a will be returned. It was also reported the patient did not have a managing hcp. The pump was being used to deliver clonidine, bupivacaine, and morphine. It was reported the guide wire was not broken and it was not long enough. There were two revision kits used and both guide wires were short. The issue on the previous catheter was that the catheter was at approximately the t-12 level and patient was not getting any pain relief. A follow-up report will be sent if additional information becomes available.